Manufacturer narrative:
(B)(4). Date sent 8/29/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? How was the leak addressed? Did the leak alter the procedure in any way? What is the current status of the patient? Did the event occur during one or multiple patient procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What is the total number of procedures? Provide the specific number of patient events: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the clip did not secure properly. Clip did not deploy properly. A patient had clip slip off and resulted in bio leak. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2025. Additional information was requested, and the following was obtained: did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? How was the leak addressed? Did the leak alter the procedure in any way? What is the current status of the patient? Did the event occur during one or multiple patient procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What is the total number of procedures? Provide the specific number of patient events: additional details were not provided in the initial complaint.